Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional cultural testing. The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is salvanios premium and the automated endoscopic reprocessor (aer) used is soluscope 4. The air/water channel and auxiliary channel were aspirated and flushed with water. The aer detergent is cln and the aer disinfectant is paa. The storage practice is placing the scopes horizontally, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 1 cfu of coagulase negative staphylococcus. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during routine testing, the evis exera iii colonovideoscope tested positive for 87 colony forming units (cfus) of stenotrophomonas maltophilia, 87 cfus of pseduomonas aeruginosa, and 87 cfus of pseudomonas stutzeri. 7 days later, the scope tested positive for an uncountable number of cfus of escherichia coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being submitted to correct the d9 date, please see d9 for further information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: - distal end cap cover --- insulation < threshold - light guide rod lens (1x) --- cracked - charged coupled device (ccd) cover lens --- cracked - lens glue (3x) --- white clouded - ccd cover lens glue --- white clouded - bending section rubber glue --- worn out - bending section rubber glue --- peel off - connecting tube --- insertion tube insulation near threshold value - scope cover --- cracked - coil pipe plate --- bent - universal cord --- wrinkle - right left / up down knob --- angulation --- less or specified value - biopsy channel --- wear and tear (replacement as preventive maintenance) - cleaning disinfection sterilization machine soluscope 4 however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.